Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was labeled not for human use. It was reported that this issue was discovered by cleaning following the procedure. It was reported that there was no patient harm due to this event. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the attachment was received with the label "not for human use" lasered on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a labeling issue. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.